Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss fluid column during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation of the steerable guide catheter (sgc), the sgc would not hold fluid column. After three attempts, it was decided to replace the sgc to complete the procedure. All steps were performed per the instructions for use. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.